Event description:
Reporter indicated patient experienced worsening depression. It is unknown if the patient condition is worse than is was pre-vns. Diagnostics are not available. The device has been turned off.

Event description:
Product information was received.

Manufacturer narrative:
Device failure is suspected.